Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the reported premature battery depletion was confirmed in the laboratory. No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid. The cause of the high input current is believed to be due to the melted wire bonds and damaged components in the hybrid. The cause of the hybrid anomaly could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis. High current was noted on the hybrid.